Event description:
The facility reports the resident was being transferred to the bed and became agitated. The resident lifted both arms over their head and fell through the sling/belt. The resident suffered a hematoma to the right side of the head and a skin tear.